Event description:
It was reported that this pacemaker exhibited an alert for high out of range right ventricular (rv) lead pace impedances. The impedances were found to be over 3000 ohms in (B)(6) 2025 and has consistently remained high out of range. The device was reprogrammed and oversensing was noted on the rv lead. Technical services (ts) recommended leads replacement. The pacemaker and rv lead remain in service. No adverse patient effects were reported.